Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, curved opening, and brown particles. A leak test was performed and found two openings. A microscopic analysis identified a curved striated opening on anterior side assessed as surgical damage and a curved sharp opening on posterior side assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness is within specification. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening due to an unidentified tear opening and a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported capsular contracture baker grade IV. Device has been explanted.